Manufacturer narrative:
(B)(4). Method: one mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the returned chamber revealed cracks in the chamber dome underneath one of the ports. The cracks were observed to start at the chamber base and stretch upwards. A small amount of white residue was also present inside the chamber dome. A lot check revealed no other complaints of this nature for lot 150414. Conclusion: we are unable to determine what may have caused the crack damage on the returned mr290v chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that damage to the subject chamber occurred after it had been distributed. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."; "set appropriate ventilator alarms."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "maximum operating pressure: 8 kpa."

Event description:
A hospital in (B)(6) reported that one mr290v humidification chamber would not fill with water during use. It was reported that the chamber had been in use for 48 hours. No patient consequence was reported.